Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in a specimen cup. Visual inspection found that the haptic was torn. Claim#: (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vtich12.1 implantable collamer lens, +7.0/+2.0/097 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer lens due to low vault and lens rotation. The problem was resolved. The cause of the event is reported as unknown.